Manufacturer narrative:
Device was implanted for approximately 12 months. Subject device has been received and is currently in the evaluation process.

Event description:
Dhs/dcs lag screw implanted for approximately 12 months broke in the barrel of the plate. Patient presented with hip pain. Implant was removed and patient was revised to a nail.